Event description:
The facility representative reported a maple-upgraded pump that was observed to be inoperable during pt use. No pt injury or medical intervention was reported. Although baxter attempted to obtain additional info, details were not available at the time of this report. The device was sent to baxter for repair and/or refurbishment.

Manufacturer narrative:
The device was received for service. A device evaluation has been requested. A follow up report will be submitted when the result of the evaluation is made available.